Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal feeding tube was placed. The procedure date is unknown. According to the complainant, the cap of the feeding port would not close properly, leading to leakage of stomach content. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of cap loose. (B)(4) for the reported event of cap leaking. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.